Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields h6: impact codes.

Event description:
It was reported that this right ventricle lead was attempted to be implanted due to undersensing and high capture thresholds, an issue with the lead's ring electrode was suspected this lead was returned to boston scientific for evaluation. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricle lead was attempted to be implanted due to undersensing and high capture thresholds, an issue with the lead's ring electrode was suspected. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricle lead was attempted to be implanted due to undersensing and high capture thresholds, an issue with the lead's ring electrode was suspected. Another lead was implanted instead. No further adverse patient effects were reported.